Event description:
On (B)(6) 2025, the user reported a "sensor error" alert on freestyle libre+ continuous glucose monitoring (cgm) within the first 12 hours of use. The agent explained that early sensor errors are common and advised contacting abbott if the issue persisted. The sensor later reconnected, allowing the ilet to resume corrective insulin dosing. The highest blood glucose (bg) recorded was 428 mg/dl. Bg was corrected after the sensor reconnected. No symptoms were experienced by the user, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.